Manufacturer narrative:
Irn# (B)(4) this incident took place in UK. The investigations are still ongoing. The analysis results will be transmitted to the agency via follow up report.

Event description:
Irn# (B)(4) incident occurred in UK. Whilst epidural catheter was being removed, there was a small amount of resistance. Around 4/5cm of catheter broke off and remains inside patient. Patient remains asymptomatic.